Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall their blood glucose reading. Customer was driving to work when the insulin pump display was blank. Customer was not calling back after receiving a battery cap. Customer was using (B)(6) energizer or duracell battery; new battery was inserted. Battery cap was damaged. Insulin pump will be returning for analysis.